Event description:
Rti biologics, inc. (Rti) initiated an investigation into a complaint reported on (B)(6) 2012. The description of the complaint indicated that on (B)(6) 2012, the pt underwent a surgical foot procedure. On (B)(6) 2012, the pt presented for f/u with increased pain after going on a trip where she had done a lot of walking. X-rays showed the plate and graft had shifted. The pt was then scheduled to have the hardware removed. On (B)(6) 2012, during the revision procedure, dark grayish-black tissue was noted to be present surrounding the plate. The plate and screws were removed. A biopsy of the bone was submitted for testing. Results indicated light growth of staphylococcus aureus, an abscess, and cellulitis associated with necrotic debris.

Manufacturer narrative:
Investigation: the graft was not returned to rti biologics, inc. For evaluation. Rti conducted a re-review of the product history record, sterilization run reports, qa / quality control reviews, limus amebocyte lysate (lal) test results and release records associated with this lot. Results and release records associated with this lot. Results of investigation: according to the mfg records the graft was manufactured to specification. No deviations were noted during the records re-view for lot#: 1-090402. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. To date, rti has manufactured 154 xenografts from this lot with no related complaints. Conclusion: grafts associated with lot#: 1-090402 passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint.